Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-03348, 1627487-2020-03350, 1627487-2020-03351. It was reported that patient experienced lead migration. As a result, patient underwent unspecified surgical intervention on unknown date to address the issue.